Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there is a burr found on the thread. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Part number 04.633.333 made on work order 2798843 and lot number 6787787 had no ncrs. 04.633.333 is an assembly composed of eight(8) subcomponents¿ 04.633.333.1, 04.633.333.2, 04.633.330.3, 04.633.330.4, 04.633.330.5, 04.633.330.6, 04.633.330.7, 04.633.330.8. Subcomponents part number 04.633.330.4, work order # 2742909, lot # 6742955 had one ncr, us1052533, for burrs in threads. Parts were reworked to remove burrs and inspected visually at 100%. The specific location of the burrs on the part is not described in the ncr or the customer complaint. There are multiple threaded holes and screws on the final assembly. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history records showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Relevance to complaint condition cannot be determined until the product is returned for investigation. The raw material was reviewed and no anomalies were found that would contribute to this complaint. Placeholder.